Manufacturer narrative:
This report is submitted february 25, 2021.

Manufacturer narrative:
This report is submitted on november 2, 2020.

Event description:
Per the clinic, the patient experienced poor performance with the device which had not been fully inserted into the cochlea at the initial implantation. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2020. The patient was reimplanted with a new device during the same surgery.